Manufacturer narrative:
The device history records for the reported lot number, aa4314d21, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported in (B)(4) that "gastrostomy tube placed. During exam, the feeding tube leaked out around site and became dislodged. Balloon deflated and patient had to go back to surgery to have replaced. Testing on tube after out showed balloon would not hold air for more than several hours. Balloon blown up several times on (B)(6) 2015: balloon deflated within several hours each time." Additional information was received on (B)(6) 2015 from the educator stated that air instead of water was used to test the balloon after they noticed that it deflated while still in the patient. The educator stated, "she believed that water was used in the patient originally". The patient also had other issues such as adhesions so the surgery was not just related to the tube failure.

Manufacturer narrative:
(B)(4). Actual device not evaluated. Method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).